Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different wall adapter. In addition, the pump battery dropped from 50% to 5% while connected to a power source. The customer's blood glucose (bg) level was 120 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.